Event description:
Information was received noting that the explanted suspect device was discarded. No further relevant information has been received to date.

Event description:
Patient presented with low output current and high impedance. The patient had been having an increase in seizure frequency and severity. The patient's lead and generator were replaced. It was noted that there were no visible breaks in the explanted lead per the surgeon, but there was fluid inside the lead and it seemed "squished". The explanted device has not been received to date. No further relevant information has been received to date.